Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7082147.

Event description:
It was reported that the patients device would turn on and off on its own and experienced an overstimulation. The lead had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.